Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could be replicated with the same patient. Representative reported that the system became unresponsive when reinstalling cranial software. Replacing the computer resolved the issue and the cd drive was operational and the software could be downloaded. The system then passed the system checkout and was found to be fully functional. Computer has been received by the manufacture for evaluation however results are not available yet.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the system would become unresponsive after downloading 20-30% of the patient's scans. Site proceeded with an alternate navigation system. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The disc drive for the navigation system was returned to the manufacturer for evaluation. Testing found that a label from a patient exam was caught in the housing, resulting in the reported issue. Once removed, the unit functioned as designed.

Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.